Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that monitor did not generate vtach alarm when it should have. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philip remote clinical support specialist (css) spoke with the customer a biomedical engender ( biomed) and confirmed the issue stating "per biomed, the clinical user stated the patient monitor generated a yellow alarm instead of a ventricular tachycardia (vtach) red alarm" the css explained that the arrhythmia algorithm alarm structure for the vtach alarm criteria, ex: greater than # of premature ventricular contraction (pvc), and greater than the high heart rhythm (hr) limit. The biomed stated the clinical user did not have the yellow alarm strip...however, he shared the electrocardiogram (ECG) store waves for the timeframe in question. The css explained that the ECG shows the beat classification filter was classifying all the beats as normal beats. No ventricular beats were detected! So, no vtach alarm. The biomed confirmed the monitor was alarming as expected. A good faith effort (gfe) confirmed that it is unknown if there were alarms provided at the central monitor and if there were audible and or visible/setting appropriate. As the biomed did not provide the vtach default alarm settings or more details of the issue, the css assessment of this matter can't classify this issue as a configuration issue. The css followed up and the biomed stated the application is performing as expected and to close this case. Based on the information available and the testing conducted, the cause of the reported problem is unknown.